Event description:
Pump was reported to overinfuse during use on a pt. The pump was set to infuse an unknown fluid at 32ml/hr and delivered the fluid at 320ml/hr. The hosp biomed suspects the user programmed the pump incorrectly and the pump was found to meet accuracy specification.no pt injury resulted.